Manufacturer narrative:
This report is for an unknown cortex screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of three (3) unknown locking screws, one (1) unknown tubular plate, and six (6) unknown cortex screws. One (1) unknown cortex screw was prominent and the patient decided to have everything removed. Original date of implantation was on (B)(6) 2016. Patient had previous surgery of spinal fusion, spinal stimulator for complex regional pain. Procedure outcome and patient status is unknown. Concomitant devices: tubular plate (part: unknown, lot: unknown, quantity: 1), locking screws (part: unknown, lot: unknown, quantity: 3), 1 cortex screws (part: unknown, lot: unknown, quantity:5). This report is for an unknown cortex screw. This is report 1 of 1 for (B)(4).